Event description:
It was reported that patient presented for magnetic resonance indicator (MRI) procedure. It was noted that pacemaker exhibited over sensed noise and rate response issue in labelled MRI environment that resulted in tachycardia. Programming changes were made. Patient condition was stable.